Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. It was said that the patient experienced urinary incontinence despite the device cycling. It was determined that the cuff was too big for the patient. The cuff was removed and replaced with a new one. The patient is set to recover.